Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t2 position. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle to the tip, sticks for a moment, then releases and cycles to the next position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair, the t2 of the fast-fix deployed prematurely. The t1 implant was removed using tweezers. The procedure was successfully completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).